Manufacturer narrative:
Siemens is in process of investigating the event. The root cause for the false negative bilirubin result is unknown.

Event description:
Customer reported false negative bilirubin result on the instrument. There was no report of injury due to this event.